Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced intermittent fluctuating blood glucose (bg) levels between 43-540 (mg/dl). A bolus and manual injection is delivered to address elevated bg levels. The customer subsequently experienced a low bg and orange juices is consumed. Recommendation was made to consult with a health care provider to discuss diabetes management.